Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of arthralgia ("joint pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced arthralgia (seriousness criteria medically significant and intervention required), peripheral swelling ("swelling in my legs/hand swelling"), hypoaesthesia ("my finger have been numb") and pain in extremity ("hand pain"). The patient was treated with surgery (on (B)(6) underwent surgery to remove essure). Essure was removed. At the time of the report, the arthralgia, peripheral swelling and hypoaesthesia outcome was unknown. The reporter considered arthralgia, hypoaesthesia, pain in extremity and peripheral swelling to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: arthralgia, peripheral swelling, hypoaesthesia, pain in extremity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of arthralgia ("joint pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced arthralgia (seriousness criteria medically significant and intervention required), peripheral swelling ("swelling in my legs/hand swelling"), hypoaesthesia ("my finger have been numb") and pain in extremity ("hand pain"). The patient was treated with surgery (on (B)(6) underwent surgery to remove essure). Essure was removed. At the time of the report, the arthralgia, peripheral swelling and hypoaesthesia outcome was unknown. The reporter considered arthralgia, hypoaesthesia, pain in extremity and peripheral swelling to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media:arthralgia,peripheral swelling,hypoaesthesia,pain in extremity. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.